Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "surgeon placed centralizer on eon stem. Gently impacted with maller. One "fin" broke off centralizer. Surgeon felt with hand and entire piece broke off. Surgeon was unable to put on a new centralizer."